Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient developed pancreatitis and died. An angiojet® solent¿ proxi catheter was selected for use in a thrombolysis and thrombectomy procedure in the patient's left thrombosed brachial basilic polytetrafluoroethylene graft. Diabetes was reported as a co-morbidity. The device functioned without any issue during the procedure. The device was disposed after use. The catheter was used in thrombectomy mode for 160 seconds and removed approximately 160ml of blood volume. A 14mg of rtpa was injected during power pulse mode. Hydration and routine blood tests were performed prior to, and following, the procedure. The patient's status was fine after the procedure and was sent to the recovery ward. However, the following day the patient developed abdominal pain, and testing showed an amilase level of 800 and a CT scan showing stranding surrounding the pancreas; suggesting low grade pancreatitis. Two days post procedure the patient's health deteriorated and the patient died despite all resuscitation and treatment attempts. The official cause of death was general mass inflammatory systemic reaction. The use of the angiojet catheter was not reported to be the cause of death, but the patient had a massive acute systemic inflammatory response to thrombectomy. The official date of death was not reported.